Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient¿s implantable neurostimulators (inss) have not helped with her pain. The stimulation therapy had helped with some of the patient's pain, but not her extensive pain. It was noted that the patient had herniated discs. It was also reported that the ins caused pinching and shocking when she set it too high. It was further reported that she had decreased stimulation. Decreasing stimulation had resolved the pinching and shocking, but the patient was not getting good coverage and pain relief. It was noted that the patient had 12-15 x-rays taken of her neck, back, hip, and groin area the week prior to (B)(6) 2015; x-ray results were not available at the initial time of report. Additional information received from the consumer reported that the patient did not know which implantable neurostimulator (ins) caused the reported pinching, and it was noted that the pinching occurred in the lower back. The patient was not aware of any circumstances that led to the pinching, only that pinching occurred when she increased stimulation too high. Steps taken to resolve the pinching included decreased the stimulation setting; when stimulation was decr eased the pinching stopped. Additional information received from the consumer reported both implantable neurostimulators (inss) turned off randomly with battery life still remaining. It was noted the patient had fallen quite a bit. The patient asked why the implants automatically turn off when the stimulation was set to the zig zag in the left upper box and then it automatically the zig zag went away. The patient was having this going on for at least the past few years and the patient had to turn the system back on to the zig zag in the box. The patient asked if this was the way it was supposed to work or not. The patient always had the system continually so was wondering why it automatically shut the system off. It was noted the patient's clinic was shutting down and the patient was wondering if the manufacturer's representative would come to the new clinic the patient was referred to. Relevant medical history included other chronic intractable pain in the trunk or limbs.no causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-04139 for information on the patient's concomitant system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were still having issues and wanted to see the manufacturer representative again. The implantable neurostimulator (ins) devices were fully charged. The patient had 3 active inss for pain. When the patient was done charging and turned on the inss, they would turn off by itself. All three ins batteries turned off simultaneously. This occurred at least once a week. The patient checked the devices with the patient programmer and confirmed that the stimulation on icon was not there. The patient had to manually turn stimulation on again. This had been occurring for 4 years and had never been resolved. The patient had an appointment with their health care professional (hcp) on (B)(6) 2016. The patient reported that they were dealing with herniated discs which were causing other health issues for the past two years. The patient was waiting for surgery due to that. At one point the hcp wanted to remove the ins batteries, but the patient stated that without them they would be completely wheelchair bound and in extreme pain.